Event description:
It was reported the patient had a loss of efficacy with their therapy in "recent months". The patient was scheduled for selective dorsal rhysotomy (sdr), so they were being weaned down on the dose. As the medication was "weaned down", the patient showed no return of spasticity (also reported as "no loss of efficacy (despite the dose being turned down)"). Because the patient did not show signs of withdrawal with a titrated down dose and they did not feel it was being effective, they came to the conclusion to discontinue the therapy. It was noted, the therapy "wasn't begin effective for this patient". The pump was explanted on (B)(6) 2015 (same day as sdr surgery). The patient was not on therapy and doing well. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731, explanted: (B)(6) 2015, product type: catheter. (B)(4).